Event description:
Per the clinic, the implant magnet was explanted due to transition to a transcutaneous osia implant system on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on october 27, 2022.